Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 3.50mmx8mm nc emerge balloon catheter was advanced for dilation; however on the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a nc emerge balloon catheter and a stopcock. The balloon was loosely folded. The balloon, markerbands, proximal weld and the strain relief/hypotube were microscopically examined. Inspection revealed a kink in the hypotube inside the proximal edge of the strain relief, and a burst in the balloon material that was 11mm long. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid to distal right coronary artery. A 3.50mmx8mm nc emerge® balloon catheter was advanced for dilation; however on the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was good.